Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. International UDI # (B)(4). The manufacturer¿s international service technician could not duplicate the reported event. However, e/c 1101 was found in the event log. The manufacturer¿s international service technician replaced the cpu pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the cpu pcba assembly revealed no damage or contamination. The cpu pcba assembly was installed in an fi test ventilator. The test ventilator power up from ac and deliver breaths. The diagnostic report (drpt) was downloaded, reviewed and one instance of error code 1101 was found. Using a test fixture, power was removed and reapplied for 1 hour, once every 30 seconds. The ventilator did not fail to power up with screen during any cycle, or did not generate and error code. The ventilator was manually powered to normal mode, powered down, booted to diagnostics mode and powered down, 15 times. The ventilator did not generate any error code during shifting between normal mode and diagnostics mode. The ventilator ran for two (2) hours without errors or restarts. The drpt was downloaded, reviewed for errors and no errors were found. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a "check vent: device rebooting occurred" alarm sounded. The dr pt reflects one (1) instance of e/c 1101 - ventilator restart. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.